Event description:
It was reported by the dialysis clinic that a patient coded during the hemodialysis treatment, emd was called but resuscitation efforts were not successful, and the patient expired. Additional information has been requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.